Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the estech arm retractor broke during a surgical case. As per the regional surgery clinical specialist, during the tightening of the apparatus, they felt and heard a snap and the links fell into the chest. They removed the links manually and followed up with a chest x-ray to confirm that all parts were removed. Additionally, there was a slight delay in the case as they extracted the links. The product was removed from the surgical field and no longer used. The product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation, it was determined that the device received was not a tcv product; therefore, there will be no follow ups or investigation findings submitted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 31, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.